Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety device on a 25 g x 1 in. Bd eclipse¿ needle would not engage. Needle stick to finger when trying to secure the safety. Medical intervention required.

Manufacturer narrative:
Results: a sample or photo is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Additionally, capas (B)(4) were opened to identify and address the potential causes of safety shield disengagement. Additionally, field action notification (B)(4) was initiated and a product advisory letter was sent on 12/29/2016.